Manufacturer narrative:
Taper ii. Allergan has received the product however, the analysis has not been completed at this time. No additional information has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported a lap-band tubing was broken and no longer attached to the port. A contrast dye study confirmed the tubing was disconnected and floating in the pelvis. The entire lap-band system was removed.